Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not yet returned.

Event description:
It was reported that a patient experienced a subglottic endotracheal tube balloon failure. The patient had to be re-intubated after unsuccessful efforts to use the pilot tube repair. Additional information received on (B)(6) 2017 stated that there was no harm to the patient. The patient was re-intubated immediately. Additional information received on (B)(6) 2017 stated that the patient is currently in the hospital. The balloon was checked prior to placement. There was no bite block because the patient was sedated. The issue occurred right after intubation. When it was re-inflated, deflation occurred again. No further information was received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 19-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Halyard health received one (1) used sample that was not returned with the original pouch packaging. The sample was also returned with an unknown pilot balloon. The halyard pilot balloon was detached from the ett and replaced with an unknown pilot balloon. The halyard pilot balloon was not returned with the sample. The balloon cuff cannot be inflated due to the cuff status. After the cuff was inspected, it exhibited tearing effect on the top portion of the cuff near the proximal bond area. No any other torn cuff anywhere. Both the proximal and distal bond areas of the balloon cuff were examined and noticed to be attached to the tubing. No missing cuffs were seen. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 08-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).